Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, deep minor scratches on lcd window, scratched on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and damaged keypad overlay texture.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 6.9mmol/ l at the time of the incident. It was reported that there was a crack and a chunk missing at the top of the reservoir compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.